Event description:
The patient with walker was placed in bedrest bathroom by patient care assistant, and was reminded to use the call light when ready. The patient stood up with walker from toilet and the wheel of the walker broke and fell off the walker. The patient fell and hit forearm on the toilet hand rail and lowered himself to the ground. Manufacturer response for rolling walker, guardian (per site reporter): medline rep was made aware three days later.